Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable high elecsys troponin t hs results for two patients tested on two cobas 8000 e 801 modules. The initial results were not reported outside the laboratory as the customer performs duplicate testing for troponin samples. Due to the non-reproducible troponin results, the customer performed further testing on an cobas e 411 immunoassay analyzer. For both patients, the initial e 411 results were determined correct and reported outside the laboratory. The customer re-centrifuged the sample tubes and performed testing on both e 801 modules. Patient 1 was also repeated on the e 411 module. The field service engineer also reconfigured the installed calibrator lot information and performed repeat testing. One e 801 module's serial number was (B)(4). The other e 801 module's serial number was requested but not provided.

Manufacturer narrative:
Customer's qc was acceptable. The patients samples were requested for investigation, but the samples were not available. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.